Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300s mg/dl), about a month ago. The customer treated elevated blood glucose levels, by administering a correction bolus.